Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a needle was coming out from the back of the abbott diabetes care (adc) sensor. No symptoms were reported and the customer was able to self-managed by removing the needle. No medication was required. There was no report of death or permanent impairment associated with this event.